Manufacturer narrative:
B5: upon additional information, the unspecified chemotherapy bag was observed to be spiked normally. After starting the chemotherapy flush, the secondary tubing above that pump was noted to be wet. The nurse noticed the chemotherapy dripping and leaking from the tubing at the bottom of the chamber. Chemo was immediately stopped, and another restarted with a new set. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 2201100000-2023-8001 for this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set leaked from the bottom of the drip chamber. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.